Manufacturer narrative:
(B)(4) - failure mode could be confirmed for this investigation. Bd found improvement opportunities related to the adhesive dispenser equipment. The improvements validate and control new bushings for the drainage line in order to enhance the bonding process of drainage line junctions. This complaint issue will continued to be monitored.

Event description:
Initially reported 13sept2017: access tip slipped out of drainage line. Neither patient injury nor medical intervention has been reported. Photos attached to complaint. On 17nov2017- additional information received form EU liaison (post investigation). The access tip of the drainage line was in the catheter. In this situation the drainage line disconnected from the access tip.